Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device met all specifications at the time of shipment. Based on the results of the investigation, the cause of the presence of the detergent or disinfectant solution likely occurred from the user not properly reprocessing the device. The specific root cause could not be determined at this time. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned, and an initial evaluation was conducted by olympus; however, investigation is ongoing. During the initial evaluation, the user report was confirmed. There was no air flow due to a clogged nozzle. Even after removing the nozzle, there was still no water flow present. To further evaluate the device, the channel was detached from the cylinder to check the flow rate on the cylinder's side and, as noted, some form of residue was present. Evaluators also found that the distal end adhesive had cracked. If additional information becomes available following the device evaluation, a supplemental report will be filed.

Event description:
The customer originally returned their evis exera ii ultrasound gastrovideoscope as there was no air/water flow, and it was not properly insufflating during preparation for a therapeutic procedure. According to the initial reporter, the staff was able to complete the procedure using a different scope with no patient harm. During the device evaluation, it was discovered that detergent or disinfectant solution was still present on the distal end of the subject device. This report is being submitted to capture the presence of the detergent or disinfectant solution noted on the distal end of the device.

Manufacturer narrative:
Correction to g3 of the initial medwatch. The aware date should be 17-feb-2022. Investigation activities have been opened to manage the actions related to this report and any required MDR reporting.